Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after a balloon angioplasty procedure. Reportedly, the proglide sutures did not capture the artery; the sutures came out with the proglide device. Another device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: actual date of event. Analysis was performed on the returned device. The reported failure to deploy the suture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appears to be related to procedure circumstance based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: puncture closure was attempted with a proglide device using the pre-close technique before a transcatheter aortic valve implantation (not balloon angioplasty as previously reported). After the tavi procedure, the successfully preplaced sutures of two other proglide devices were used to achieve hemostasis. No additional information was provided.